Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange was deployed successfully in the pseudocyst; however, when the physician attempted to push the second flange out of the scope, the stent fully deployed in the pseudocyst. The original axios stent remained implanted and a different sized axios stent was implanted to complete the procedure. On (B)(6) 2021 the mispositioned stent was repositioned inside the successfully deployed axios stent using rat tooth forceps. The procedure was completed and the physician is comfortable leaving both stents implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.